Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with an scd controller. The customer stated that prior to use on a pt the outlet of the power cord shorted out and the plug was burnt. There was no sparks or melting at the time of the incident. There was no covering breakage and no cooper wires were exposed.

Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.